Manufacturer narrative:
Field safety correction will be issued. No change to the risk profile was required. Standard risk control is to hand crank pump if there is a pump stoppage. The software is on the quantum workstation and has been updated 13th june 2019. The update contains software that updates firmware to any connected accessory (device) e.g. Pump console power unit, roller pumps. (B)(4).

Event description:
Spectrum medical ltd received an incident report on 24th may 2019 that the quantum pump console shut down on (B)(6) 2019 during tetralogy of fallot open heart surgery. Hand crank of the pump was used to maintain patient support, operation completed successfully. No injury to the patient. The perfusion system identifier from (B)(6) for this particular hlm was identified via the system monitor, qws (B)(4). Summary of the assessment: the software team reviewed the incident report and the diagnostic logs and have identified that incorrect data was queried from the battery firmware leading to power loss to the accessory ports on the hlm. It was determined that the corrective action is a software update that will fix the vulnerability that created this malfunction of the power supply. This same issue was identified in MDR-001 report. A field safety correction will be issued.